Event description:
On 5/14/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user developed diabetic ketoacidosis (dka) resulting in hospitalization. The event occurred on (B)(6) 2024. The cds contacted the user about the event. On saturday ((B)(6) 2024) night, while in the pool from approximately 7pm to 9pm, they were disconnected from their dexcom g7 continuous glucose monitor (cgm), which indicated an 'urgent low' glucose reading upon exiting the pool. Despite consuming 8 ounces of orange juice, the user's blood glucose (bg) levels did not rise. Even though the user did not feel particularly low, the user drove themselves to the ER where they were informed of being borderline in diabetic ketoacidosis (dka) and subsequently transferred to the main hospital. The user was admitted from saturday (B)(6) 2024 to monday(B)(6) 2024. The user remained disconnected from the ilet at time of release and returned to previous therapy. On 5/21/24 the cds conducted a re-training session with the user as per healthcare provider (hcp) recommendation and reconnected to the ilet.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when able. The ilet was appropriately triggering device and cgm glucose alerts. Device logs show cgm glucose was consistently elevated in the days leading up to the event; all cgm data available on the day of the event was greater than 400 mg/dl, confirming the ultimate final diagnosis of dka. The ilet was dosing insulin throughout this period, except for two extended periods where dosing was suspended due to an occlusion. The infusion set was not replaced until after the second occlusion. Cgm signal was lost at 5:41 pm on the day of the event. Insulin dosing was stopped at 7:41 pm because cgm connection was not restored and no bg values were entered. The ilet was not receiving cgm signal during the reported period when the user received urgent low alerts from their dexcom app and therefore did not trigger the same alert. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and the device data, the ilet operated as intended by increasing insulin doses in response to hyperglycemia and triggering device and glucose related alerts. This hyperglycemic event was likely caused by multiple failed infusion sets or another issue during the supply change (e.g., bad insulin), and a failure to respond to occlusions according to device training and the user guide. The user did not follow the ketone action plan at home, which contributed to the severity of the event. In addition, being disconnected for an unknown amount of time with no insulin delivery while swimming further contributed to the event.